Event description:
Bilateral christensen fossas made by tmj implants inc inserted in 1998. Right side has had a screw come out left side has a screw that is half out and caught on the condyle. Will be having both devices replaced, may also need to have condyle replaced as well due to damage caused by the screw on the left side.